Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Multiple pump error 25 alarms were present in the format history file and pump error 25 was triggered when the backup battery unloaded voltage was less than 3.70 volts for 240 consecutive minutes as indicated in the power management graph due to a non-sleep anomaly software error. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, faded serial number label, peeling end cap address label and corrosion in battery tube.

Event description:
It was reported that the insulin pump had power error alarm. Customer's blood glucose value was 156 mg/dl at the time of the incident. Customer will return device for analysis.